Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd:(B)(6) 2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient was inpatient to the emergency department and intesive care unit with signs of baclofen withdrawal (itching and shaking). A bedside side port aspiration took place which was negation (no flow). It was then confirmed when aspirated via fluoroscopy and still no flow. Patient was sent to the operating room for a catheter revision. The catheter was found to have a significant kink right at the sutureless connector. The healthcare provider freed this and some flow, but then saw air bubbles. Upon further inspection, the healthcare provider saw a ¿cut or fray¿ in catheter. The healthcare provider moved to the back incision and cut below the anchor; he thought he saw free flowing cerbrospinal fluid csf but opted to replace the entire catheter for prophylactic reasons. A new 8780 was implanted successfully and the entire old 8780 removed.  In addition to revising the catheter the managing physician opted to drop the dose from 792 mcg to 300 mcg/day and he would titrate the dose inpatient.